Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and no surgical delays as a result of this event.